Manufacturer narrative:
The hill-rom technician found the front casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2011 and 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the front casters are not locking (brakes not holding). The bed was located at the account in the warehouse. There was no pt/injury reported. (B)(4).